Manufacturer narrative:
The customer reported there were no error messages observed. Data logs have been provided for investigation. The cause of this event is unknown.

Event description:
The customer reported unexpected high total hemoglobin results for three patients on the same rp 405 instrument. There was no report of injury due to this event.

Manufacturer narrative:
Relevant tests/laboratory data : added units of measure. Siemens reviewed the data provided by the customer. The co-oximetry functionality appears to be working as intended. For the sample in question, the thb value reported is consistent with the absorbance measured. No sampling errors were flagged for any of the three measurements in question. There were no thb d2/d3 drifts on the day of the event, no other co-ox specific errors occurred and no fluidic errors. The thb slope was stable. Co-ox specific subcomponent internal diagnostics for the three samples in question showed the functionalities such as fit factor and lysed squared were normal (all within specifications). Additionally no interferences were detected on the suspected samples. All aqc results were in the expected ranges. For accurate thb measurements, whole blood specimens require the red blood cells to be uniformly distributed throughout the entire samples by thorough mixing across two planes performed immediately before analysis on the blood gas system. Root cause for this event cannot be determined.